Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: based on the provided information that fluoroscopy revealed retained distal fragment of the guidewire in the distal stent in the left anterior descending, it is inferred that guide wire tip might be trapped by a stent that was deployed in the procedure or that had been implanted there. Pull back manipulation with force to the guide wire in such condition resulted the breakage of the guide wire at the trapped point due to the force exceeding the product design limit. Though device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The lot history review revealed no anomaly relating to the reported event. There have been no other product experience reports received for this lot.

Event description:
Additional information received confirmed that the guide wire became trapped by the deployed stent. The separated guide wire tip remains pinned by the stent implant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported during the procedure while attempting to remove the prowater guide wire there was a sudden snap and broke. Fluoroscopy revealed that the distal end had separated and was retained in the distal stent implant in the left anterior descending (lad) artery. Attempts to remove the guide wire with a snare device were unsuccessful, so it was decided to leave it in place. No additional information was available.